Manufacturer narrative:
At the time of the investigation, there was no CAPA and no trends associated with this event type. The product was not returned; therefore, it could not be determined if this specific product met specification. The lot number was requested, but not provided; therefore, a DHR review could not be performed. Complaints of this nature are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. No further action is required at this time. (B)(4).

Event description:
Primary implanted on (B)(6) 2019. Within a couple months of the surgery, it was discovered that one of the two cages started to back out. Surgeon felt it best to simply remove. Lack of fusion. No belief of product failure. Action taken : cage removed.